Manufacturer narrative:
Customer care attempted to contact the user to obtain additional information and complete documentation; however, the user could not be reached despite follow-up attempts. Based on the available information, the event was not related to the device thus does not require further investigation.

Event description:
On march 21, 2026, senseonics was made aware that the user reported being in rehabilitation at the time of contact. The user stated that the rehabilitation was not related to diabetes, glucose measurements, or use of the eversense system. User did not confirm the underlying cause of the rehabilitation stay.